Manufacturer narrative:
(B)(4). Device evaluation: product testing was not performed because the product was not returned for investigation. The consumer's reported event could not be confirmed. A record review was conducted by the manufacturer. The scope of this investigation report is applicable to oxysept upgrade tablet (9081x); the lot number is unknown. The investigation is extended to the batches manufactured in last 2 years (considering the shelf life of the product). Product batches manufactured between 1st jan 2015 to 31st dec 2016 pertaining to oxysept upgrade tablet (9081x), were reviewed. There were no unusual observations found during review of the batches manufactured in the last two years. All of the results of oxysept upgrade tablet (9081x) were found within the specification limits. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a female consumer experienced an event with use of oxysept 1 step. It was reported that she used oxysept 1 step for the first time and experienced irritation, burning and stinging. She went to hospital triage and they mentioned that she had burnt nerve endings. Her eye was rinsed with saline and she was given eye drops. She had a follow up appointment the following week. Her issue is settling down but she had to dispose of her contact lenses. She used the product per the instructions and neutralized as instructed. Further information reported that the end user had not cleaned or exposed their lenses to anything else prior to using the oxysept product. The symptoms appeared in the right eye immediately following use of the product. When asked about the name of the drops that she was given and what was the dosage, the response was that the name was not known but the dosage was four (4) times a day. The end user did not have a history of eye problems. As tablets are used in conjunction with oxysept solution, two reports will be provided. This report represents the tablets.